Manufacturer narrative:
The reported event of unspecified oversensing was not confirmed. As received, a partial lead was returned cut in two-pieces with the helix partially extended and clogged with blood/tissue. Visual and x-ray examination found damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in clinic follow up, oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.